Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to an open pulse wire in the cable connecting ECG "c" and ECG "d". The root cause for the open wire could not be positively identified.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.